Event description:
Pt was being treated for lower back pain using interferential current waveform (ifc). Treatment time was 15 minutes but no other treatment info was given. The pt did not complain of discomfort during treatment but upon the removal of the electrodes, the therapist found a spot that appeared to be a burn. The pt went to the urgent care facility located next door to where he was being treated. No medical info was provided. The pt's progress was not impeded and it is stated his pain decreased. The burn appeared under one electrode and the degree of the burn was not given.

Manufacturer narrative:
The complainant's engineering staff evaluated the device and no anomalies were found. They stated the device will not be returned for manufacturer evaluation. The device is included in the ongoing stim-board recall. Ongoing complaint investigation activities include an effectiveness check of the stimulator device software version to ensure device has corrected software.